Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported variance in her sensor glucose and blood glucose readings. Customer's blood glucose was 192 mg/dl. The customer was also reporting a bad sensor alert. She also stated she was trending downward. The customer declined to troubleshoot. No additional information provided.